Event description:
A report was received that alleges that the tracheostomy tube was deflating at the cuff after 4 hours in situ. Replacement was required. No incident related medical sequelae was reported.

Manufacturer narrative:
Device eval: the device is currently being evaluated; the MFR will file a follow-up report detailing the results of the evaluation once it is completed.